Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 61 (mg/dl). Reportedly, the suspected cause was due to the customer sleeping in and delaying their meal. The customer consumed food and beverage to stabilize bgs and declined a system check with tandem technical support (cts). A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level. Additionally, a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with cts, the malfunction alarm was cleared and insulin delivery was able to be resumed.